Event description:
On (B)(4) 2012, the reporter contacted animas alleging that on (B)(6) 2012 the patient had elevated blood glucose (bg) higher than the meter can read with high ketones, severe vomiting, and extreme urination and the patient was taken to the ER. The patient was reportedly removed from the pump, given IV fluids and an insulin drip, and was kept overnight at the hospital. The patient was reportedly started back on the pump on (B)(6) 2012 but was re-started on ivs when the patient's bg rose again. The patient's fasting bg the morning of (B)(6) 2012 was reportedly 526mg/dl and the patient reportedly changed the site and set and went to school. The patient's bg reportedly rose higher in the afternoon and the patient was taken to the ER. Troubleshooting indicated that during the supply change on the morning of (B)(6) 2012 the patient had filled the new cartridge with old insulin that was to be thrown away. The reporter noted that the cartridge was not changed prior to the patient re-starting on the pump while in the hospital, so the cartridge that was in use was still the one with old insulin in it. Customer technical support (cts) determined that use of old insulin was the likely cause of the reported incident. Cts advised the reporter to use afresh vial of insulin and monitor bgs. There has been no further reported incident. This complaint is being reported due to the allegation that the patient experienced hyperglycemia requiring medical intervention with use of old insulin in the pump as a likely cause or contributor to the reported incident.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The complaint could not be duplicated during the investigation. The black box shows the pump was suspended on (B)(6) 2012 21:54 and deliveries were resumed on (B)(6) 2012 10:07. The alarm history shows no errors or alarms related to the complaint; only typical usage was observed. The tdd's add up correctly and reflect the users programmed basal rates. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.